Manufacturer narrative:
Additional information: the event date was 15.12.17. There is a correction from the initial MDR in that the date MFR rec: was 15.12.17. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an endeavor resolute drug eluting stent device. The lesion was pre-dilated. Resistance was encountered when advancing the device and the stent was not successfully implanted. Excessive force was not used. It is reported that the catheter/delivery system was deformed and twisted. It is also reported that there was difficulty when removing the device prior to stent deployment. The device was then replaced with a medtronic product. No patient injury is reported.

Manufacturer narrative:
Evaluation summary: the delivery system returned with the stent present. Stretching was visible along the distal shaft, 15-27.5cm proximal to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel; however, slight resistance was felt when loading mandrel. No deformation was evident to the stent or distal tip. If information is provided in the future, a supplemental report will be issued.